Event description:
It was reported that during a lap sigmoid procedure the device became hot and the pt encountered a burn in the colon. They overstitched and completed the procedure with the same type of device. There was no other pt consequence reported.

Manufacturer narrative:
Date sent: 6/16/2008. Info anticipated, but unavailable at this time.